Event description:
The hcp reported the pt had a pump and catheter replacement done in 2006, and filled with lioresal 2000mcg/ml and started at 200mcg/day. The next day, the patient had severe spasticity, fever, and sweating. The hcp increased the dose to 400 mcg/day less than 24 hours after pump replacement. The next evening, the dose was increased again, this time to 600 mcg/day. The nurse was not sure how much improvement there was in the patient's symptoms. No changes were made in the dose until five days later, when the dose was increased to 771.2 mcg/day, which is the dose the pt had been at pre-replacement surgery. The pt's fever resolved and the pt's spasticity, though significant, was improved. During this time, the pt had been fed orally instead of via the g-tube, choked, and developed aspiration pneumonia. The following month, a study was done that showed the catheter to be intact. The hcp felt the pt had underlying medical conditions that may be preventing the pump from helping. The pt's "brain had dropped and that there was the possibility of low flow state of csf, herniation blocking csf flow."